Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the adc meter compared to an hcp (healthcare professional) meter. The customer obtained unspecified high readings and felt weak, was unable to walk, and almost collapsed. The customer was taken to the emergency room and diagnosed with hypoglycemia and received unspecified treatment, however, customer was unable to recall any additional details regarding the event and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the adc meter compared to an hcp (healthcare professional) meter. The customer obtained unspecified high readings and felt weak, was unable to walk, and almost collapsed. The customer was taken to the emergency room and diagnosed with hypoglycemia and received unspecified treatment, however, customer was unable to recall any additional details regarding the event and disconnected the call. There was no report of death or permanent injury associated with this event.